Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. See manufacturer¿s report # 3004209178-2014-11811 for the patient¿s previously reported issue.

Event description:
Information received from the consumer alleged that during the patient's trial for the spinal cord stimulator (majority of which was not inside the patient), it was only activated for less than 6 hours and was implanted for less than 24 hours because it accidentally pulled out of the their back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.